Event description:
The subject device reportedly could not communicated by radio frequency, since the patient's last follow-up on (B)(6) 2017, until (B)(6) 2017 when the device was re-interrogated. The physician did not notice any irregularities with the parameters of the subject device during the interrogation of (B)(6) 2017.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
The subject device reportedly could not communicated by radio frequency, since the patient's last follow-up on (B)(6) 2017 when the device was re-interrogated. The physician did not notice any irregularities with the parameters of the subject device during the interrogation of (B)(6) 2017.

Manufacturer narrative:
Preliminary analysis did not reveal any device malfunction.

Event description:
The subject device reportedly could not communicated by radio frequency, since the patient's last follow-up on (B)(6) 2017, until (B)(6) 2017 when the device was re-interrogated.the physician did not notice any irregularities with the parameters of the subject device during the interrogation of (B)(6) 2017.